Manufacturer narrative:
H3 other text : device was evaluated by third party field service engineer.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow senor, three-way valve and proportional valve needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow senor, three-way valve and proportional valve needs to be replaced to address the issue. The solenoid valve and proportional valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve and proportional valve functioned as designed and operated without issue or error codes.